Manufacturer narrative:
Additiona information received on 2aug2021 updated the following: b5:describe event or problem . Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate code to cover, device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. It was reporetd that the physician removed the needle after hydrodissection and had to reinsert before placement of hydrogel with spaceoar vue. The patient had no pain but we reviewed the images together and it appeared on sagittal to be a very thick dark line within the gel which was potentially dissected anterior rectal wall, suggesting anterior rectal wall infiltration of grade 2 or 3. 5mm of spaceoar was noted between the dissected anterior rectal wall and the posterior edge of the prostate. The physician decided to cut back from stereotactic body radiation therapy (sbrt) and switched over to hypofractionation. On august 2, 2021, additional information was received stating that less than 1 cc of hydrogel was noted in the rectal wall, the patient received intensity-modulated radiation therapy (imrt).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that the physician removed the needle after hydrodissection and had to reinsert the needle for placement of hydrogel with spaceoar vue. Upon review of the images, it appeared on the sagittal view there was a very thick dark line within the gel which was potentially dissected anterior rectal wall, suggesting anterior rectal wall infiltration. 5mm of spaceoar was noted between the dissected anterior rectal wall and the posterior edge of the prostate. The physician decided to cut back from stereotactic body radiation therapy (sbrt) and switched over to hypofractionation. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.